Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon was completing a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system (rio) when it was found that the magnet was missing from the handpiece.

Manufacturer narrative:
Follow-up #1 and final report submitted to update MFR contact info, MFR site, date received by MFR, type of reports, if follow-up, what type?, device evaluated by MFR?, evaluation codes, additional MFR narrative and based on the results of investigation. Reported event: the end effector/handpiece did not activate the burr. I found that the magnet was missing from the handpiece. Device evaluation and results: visual inspection visual inspection confirms that the 111725 magnet is missing from the 111758 assembly. See attachment 1 for an image of the instrument. Dimensional inspection: dimensional inspection was not completed, visual inspection clearly shows the failure of the device. Functional inspection: functional inspection shows that due to the missing 111725 magnet the partial knee end effector does not activate the anspach motor. Device history review: review of the device history records indicate 23 devices were manufactured and accepted into final stock on 06/24/2016. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 111758, l/n 19350515 shows zero number of complaints related to the failure in this investigation. Conclusions: alleged failure confirmed. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
The surgeon was completing a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system (rio) when it was found that the magnet was missing from the handpiece.